Event description:
It was reported that the patient's left hip was revised due to pain. Intra-operatively, head wear at the superior part of the trunnion interface was noted. The trunnion had minimal wear. The femoral head and liner were revised to a ceramic head and sleeve with another liner. Rep confirmed there were no allegations against the liner. Rep has some additional images to provide, and confirmed that no other information will be available.

Manufacturer narrative:
Reported event: an event regarding wear involving a lfit v40 cocr head that was mated with an accolade stem. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review:no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.¿ complaint history review: there have been no other similar events for the reported lot. Conclusion: lot specific voluntary recall v40 - recall -2249697-08/29/2016-007r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to pain. Intra-operatively, head wear at the superior part of the trunnion interface was noted. The trunnion had minimal wear. The femoral head and liner were revised to a ceramic head and sleeve with another liner. Rep confirmed there were no allegations against the liner. Rep has some additional images to provide, and confirmed that no other information will be available.